Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event lighting bulb failure is not considered to be a reportable malfunction, as the displayed error message accounts the illumination of bulb and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num 2028159-2024-01295. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an operating console lamp had shorter lifespan and displayed system message. It was also reported that there was a noise from the operating console during cutting. The issue was resolved post replacing the required component. Procedure details and patient impact were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).